Manufacturer narrative:
Concomitant medical products: 1000 ml b. Braun bag, ndc 0264-7800-00, lot: j6l086, exp: 03/19, 0.9% sodium chloride injection; 150 ml b.braun bag, ndc 0264-1800-32, 0.9% sodium chloride injection. Attached to bag is 1 gram vial of meropenem, ndc 0409-3506-11, lot: 609f114, exp: 10/2017, therapy date: (B)(6) 2016. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device failed to alarm for air in the line. At around 0830 the device was alarming for infusion complete although the bag of normal saline had 100 ml remaining. The nurse restarted the infusion with an additional 50 ml vtbi. At 0900 a new bag was hung with a vtbi of 900 ml. At 1255 meropenem 1 gm/100 ml was initiated as a secondary and the user observed the secondary drip. At around 1430 the rapid response team was called for unspecified reasons and the channel was turned off. Although requested, no further event details have been provided.

Manufacturer narrative:
The customer¿s report of the device failing to alarm for air in line was neither confirmed nor replicated. The pcu event log shows that on (B)(6) 2016 the pump module was in use and infusing a basic primary infusion at 125ml/hr. At 8:47 am, the primary infusion completed and the device transitioned to kvo at 15ml/hr. At 8:54 am, the vtbi was changed to 999ml. At 12:55 pm, a secondary infusion of meropenem gm dosing 1gram/100ml was programmed to infuse at 200ml/hr. At 1:26 pm, the secondary infusion completed and the device transitioned to the primary infusion rate of 125ml/hr. Functional testing of the primary and secondary sets resulted in no leaks. Functional testing of the pump module showed the device is able to detect and alarm for a single air bolus as well as for accumulated air. The root cause of the reported event was not identified.

Event description:
The customer reported that at 1255 a secondary infusion of meropenem 1gm/100ml was initiated. At around 1430 the patient complained of chest pain and having trouble breathing. The secondary was noted to have completed and normal saline was infusing at 125ml/hr. The nurse noted air in the line starting from below the pump down to the patient. The device did not alarm for air in line. The channel was turned off and the rapid response team was called. The patient received a breathing treatment and stated she "felt better." A chest x-ray was completed and the results were normal. The patient was discharged the following day.